Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
A reported, the balloon of an 8mm x 2cm 80cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured during an inflation to 10 atmospheres (atm) due to severe calcification. There was no reported injury to the patient. This was during an endovascular therapy (evt) procedure to treat a lesion in the iliac artery. The device was stored and prepped per the instructions for use (IFU) and maintained negative pressure during preparation. There was no difficulty removing the device from the hoop, removing the protective balloon cover, the stylet, or any of the sterile packaging components, and the device was not kinked or damaged in any way prior to being inserted into the patient. There was no resistance or friction experienced during insertion of the device. The device was able to track toward the lesion and cross the lesion without difficulty. The device was never put into an acute bend and did not kink during its use. The device was able to be removed easily from the patient and remained in one piece during its removal. The device was discarded and will not be returned.

Manufacturer narrative:
Complaint conclusion: a reported, the balloon of an 8mm x 2cm 80cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured during an inflation to 10 atmospheres (atm) due to severe calcification. There was no reported injury to the patient. This was during an endovascular therapy (evt) procedure to treat a lesion in the iliac artery. The device was stored and prepped per the instructions for use (IFU) and maintained negative pressure during preparation. There was no difficulty removing the device from the hoop, removing the protective balloon cover, the stylet, or any of the sterile packaging components, and the device was not kinked or damaged in any way prior to being inserted into the patient. There was no resistance or friction experienced during insertion of the device. The device was able to track toward the lesion and cross the lesion without difficulty. The device was never put into an acute bend and did not kink during its use. The device was able to be removed easily from the patient and remained in one piece during its removal. The device was not returned for analysis as it was discarded. A product history record (phr) review of lot 82241387 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification likely contributed to the reported event as calcification is known to damage balloon material. The balloon material may have encountered calcified spicules during delivery or upon balloon expansion. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.